Manufacturer narrative:
A visual examination of the returned device identified stent damage. The stent was damaged at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends. Withdrawal of the device most likely aggravated the damage particularly at the distal end where the stent was stretched. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. The target lesion was located in a non-calcified and moderately tortuous left circumflex (lcx) artery. A 2.25x28mm promus element plus drug-eluting stent was selected and advanced to treat the target lesion but was unable to cross. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.